Event description:
During t2ph surgery, the screw placed in the most distal oval hole protruded anteriorly beyond the bone. As the event occurred after screw insertion into the distal round hole, the screw placed in the distal oblong hole was removed from the body. Since one screw remains inserted distally, the physician assessed that stable fixation had been achieved. Upon inspection of the targeting device at the japan distribution center, it was confirmed that the drill interferes with the nail.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.